Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive events where three infusion sets were accidentally pulled out during use due to tubing catching on something or pump falling on (B)(6) 2025. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction bolus via pump and replaced infusion sets. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.